Event description:
A US distributor contacted ZOLL to report that a patient developed a skin irritation under the LifeVest equipment. Patient described the area as heat rash under the breast area and a blister under one of the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed Neosporin for the irritation. Follow up indicated that the skin irritation improved.